Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the oxygen sensor to correct the alleged malfunction. The ventilator then passed all performed calibrations and tests.

Event description:
It was reported that during patient use; an oxygen sensor allegedly malfunctioned. The patient was transferred to another ventilator without any reported harm.